Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. A review of the manufacturing documentation associated with lot 18430755 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black when retracting. There was no reported patient injury. The procedure used a retrograde approach, and the exoseal vcd was applied in an interventional procedure. The operator was trained on the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. A non-cordis short sheath, 6f, was used. Angiography confirmed femoral artery suitability, with insertion angle verified, and the vessel diameter was confirmed to be at least 5 mm. There was no visible calcium, plaque, stent, or stenosis greater than 50% at or near the puncture site, and the site had not been closed within the prior 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was reported in connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked to the handle, an audible click was heard, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd with the sheath introducer was retracted together until bleed-back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. When the device was removed, the indicator wire loop was deployed and no anomalies were observed. The patient¿s post-procedure status was reported as good. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. An 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18430755 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the device since the window achieved full transition and the device successfully deployed during the analysis. The cause of the reported issue could not be. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black when retracting. There was no reported patient injury. The additional information was provided by lulihuan on 04-aug-2025. No device return has occurred. The procedure used a retrograde approach, and the exoseal vcd was applied in an interventional procedure. The patient¿s post-procedure status was reported as good. The operator was trained on the device, and the exoseal vcd was stored and prepared according to the instructions for use. There were no visible signs of device or package damage prior to use. A terumo short sheath, 6f, was used. Angiography confirmed femoral artery suitability, with insertion angle verified, and the vessel diameter was confirmed to be at least 5 mm. There was no visible calcium, plaque, stent, or stenosis greater than 50% at or near the puncture site, and the site had not been closed within the prior 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was reported in connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked to the handle, an audible click was heard, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd with the sheath introducer was retracted together until bleed-back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. When the device was removed, the indicator wire loop was deployed and no anomalies were observed. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.additional information is pending and will be submitted within 30 days upon receipt.